Event description:
It was reported that the patient woke up on (B)(6) 2023 and couldn't move. The caller said the patient told them that they felt like something was wrong. The caller stated that they checked the patient's implantable neurostimulator (ins) with the 37642 patient programmer (B)(6), which indicated that the ins was 75% charged. Agent asked the caller if they saw the word 'off' flashing (which indicated the ins is turned off), but the caller does not recall seeing the word 'off' flashing. The caller denied inadvertently pressing the neurostimulator on/off button, and they claimed that the ins charge level never got too low. The caller was not aware of any falls/trauma that occurred prior to this event. The patient went to the ER and had a cat scan and chest x-ray (the caller said the ER was looking for an infection), but they did not find anything wrong with the patient. On tuesday, the patient met with their neurologist and the neurologist discovered that the deep brain stimulation(dbs) was turned off. The neurologist turned the dbs back on and told the caller that they have had other dbs patients who have had malfunctioning patient programmers that caused their dbs to turn off (the caller was not sure if the neurologist was referring to manufacturer's devices). Thus, the neurol ogist instructed the patient to not use the patient programmer, and to call the manufacturer to request a replacement patient programmer. Agent did not ask about the circumstances that led to the reported issue. An email was sent to the repair department to replace the patient programmer.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.